Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had hardware low level failures alarm. Customer's blood glucose value was unknown. The customer was assisted with troubleshooting. The customer stated that they performed a self-test and insulin pump had hardware low level failures alarm. The customer was able to clear the active insulin. The customer stated that they performed a fixed prime of 0.2 unit and it was correctly recorder on daily history. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be return for analysis.

Manufacturer narrative:
Device passed all functional tests including displacement, sleep current measurement, active current measurement, and self tests; however, hardware low level failures is confirmed in the formatted history file due to a loose connection or a cold solder joint at keypad assembly. No other unexpected audio of alarms were noted during testing. The device did not heat up during testing as well.